Event description:
During evaluation of a returned clearlink solution administration set, it was observed that the tubing was separated from the chamber. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the tubing was separated from the chamber. It was also observed that minimal solvent residue was present on the tubing at the location of the disconnection. The reported condition was verified. The cause of the reported condition was a manufacturing issue. Solvent residual was present just on the top of the tube. Therefore, it is possible that an incorrect amount of solvent was applied to the tube during assembly, or the tube was ¿under inserted¿ into the chamber, leading to an improper bonding between the tube and chamber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.